Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely high test result was obtained on one patient sample for alpha-fetoprotein (afp) and human chorionic gonadotropin (thcg) on an atellica im 1300 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument on the next day. The repeat result was reported to the physician and considered correct. Siemens is investigating this event.

Event description:
A discordant, falsely high test result was obtained on one patient sample for alpha-fetoprotein (afp) and human chorionic gonadotropin (thcg) on an atellica im 1300 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument on the next day. The repeat result was reported to the physician and considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high test results for alpha-fetoprotein afp) and human chorionic gonadotropin (thcg).

Manufacturer narrative:
The initial MDR 2432235-2019-00412 was filed on (B)(6) 2019. Additional information 16-dec-2019: the patient testing was done for oncology purposes. The patient is female. Based on the investigation no product problem has been identified. The cause of the discordant alpha-fetoprotein (afp) and human chorionic gonadotropin (thcg) test results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of this device is needed. Section a3 and h6 conclusion code were updated.